Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer adjusted basal rate and insulin duration settings without consulting their healthcare provider. Customer's blood glucose (bg) level subsequently decreased to 39 mg/dl. Customer went to the emergency room (ER) and/or was hospitalized. Customer declined troubleshooting with tandem technical support and declined to provide further information. Recommendation was made to consult with a healthcare provider regarding diabetes management.